Event description:
It was reported that the patient received an inappropriate shock due to oversensing. The patient's device demonstrated increased v-v intervals and non-sustained ventricular tachycardia (nsvt) episodes. The patient's device met detection and delivered an inappropriate shock. The patient presented to the hospital following the shock and alert tones. They applied a magnet to the device to preempt further inappropriate therapies. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).